Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach tissue on an open radical resection of esophageal carcinoma, the surgeon was able to press the green button but the stapler did not fire. A new reload and stapler was used to complete the case. It was stated that two reloads had the same malfunction during the same event. There was no patient injury.